Manufacturer narrative:
The hand control was returned and evaluated. The strain relief was broken. There was no evidence that the hand control caught fire.

Event description:
Alleges hand control was shorting out and caught on fire.

Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Alleges hand control was shorting out and caught on fire.